Event description:
Reference number (B)(4) event occurred in colombia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient stated that the insulin does not exit tubing and pump alarmed. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 5409313 in question was manufactured at the reynosa site. DHR review: the lot 5409313 was manufactured according to the work instruction (wi) version 73 and packaging in the multivac m12 on 20-nov-2022, with a total of (B)(4) units. The sub-assembly: assembly lot 5409573 was manufactured according to the wi version 24 and assembled in the quickset line, on 20-nov-2022, with a total of (B)(4) units. Lot 5409574 was manufactured according to the wi version 24 and assembled in the quickset line, on 20-nov-2022, with a total of (B)(4) units. Lot 5409575 was manufactured according to the wi version 24 and assembled in the quickset line, on 20-nov-2022, with a total of (B)(4) units. The sub-assembly: gluing of tubing, the lot 5409552 was manufactured according to the wi version 37 and manufactured in the line mp04, mp05, mp08 on 17-nov-2022, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.